Event description:
It was reported the subject device had a dark image. This happened during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable communication failure, electrical contact marks, image capture unit water damage, cable water damage, connector cracks, connector marks. A root cause could not be identified. Based on the results of the investigation there is cause traced to component failure that led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional received from the customer.